Event description:
It was initially reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an endoscopic sphincterotomy procedure performed on (B)(6), 2009. According to the complainant, during the procedure prior to imaging, contrast medium leaked around the handle. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side car torn.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device mfg dates are unk. A visual evaluation found that the basket was open upon return. The sidecar of the device was found to be partially split from the proximal end. The distal end of the sidecar was also found to be deformed. A functional evaluation found that the basket could be retracted, but not extended. A second functional evaluation was performed by injecting water through the device and found that water leaked from the proximal opening around the cannula in the handle body. The handle was separated near the proximal end of the t-fitting and the gasket and spacer seal were found to be present. (B)(4).